Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that they just replaced the flow meter for having low flow but the device wont fill now. Per review of wo notes, when trying to fill the device, the circulation pump was at 100% and fill valve opens but there was no vacuum, part number for circulation pump given.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed flow meter. The device wont fill now. Per review of wo notes, when trying to fill the device the circulation pump was at 100% and fill valve opens but there was no vacuum, part number for circulation pump given. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that they just replaced the flow meter for having low flow but the device wont fill now. Per review of wo notes, when trying to fill the device the circulation pump was at 100% and fill valve opens but there was no vacuum, part number for circulation pump given.